Event description:
It was reported that the right ventricular (rv) lead fractured and has insulation damage. It was also noted that there was noise on the lead, impedance issues, and oversensing. The lead was reprogrammed to sense bipolar and pace unipolar. The lead remains in use. No adverse patient effects were reported.